Event description:
The customer was hospitalized for high bgs and dka. The customer stated that they were vomiting, spilling ketones and had stomach virus. Troubleshooting was performed. It was found that there was no basal rate in the pump. The family member stated that md always programs the basals into the pump and they are aware that their pt has different amounts and times throughout the day as programmed. There was not any alarm in history to indicate that the alarm cleared the pump. However, other alarms were found in the pump's history.